Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 34 mg/dl with difficulty speaking, confusion and cognitive impairment. Emergency medical services were called to assist the patient. The patient reportedly received food and/or drink as treatment. The reporter stated there was a history/settings issue because the pump is missing six days of basal programs in the pump history. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.